Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), with the patient exhibiting bradycardia. The rv lead was implanted into the patients left bundle branch. Technical services (ts) was consulted and discussed stored data as well as programmed settings. Additionally, ts noted far field oversensing on the rv lead channel. Ts recommended further examination and review of the patient to confirm loc. X-ray imaging was performed and it was discovered the rv lead had become dislodged one day after it was implanted. The rv lead was subsequently explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.